Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the analysis, it was observed that there was no image, a b30 error code (scope communication error) and an e216 error code (scope communication error code). There were no reports of patient injury.